Event description:
In 2009, the pt reported that twice in the past 3 days, she has had elevated blood glucose readings. Her target blood glucose is 140 mg/dl. Two days prior, her reading at 9:38am was 464 mg/dl which she corrected by taking an 18 unit injection of insulin. At 11:54am, her reading had decreased to 288 mg/dl and at 2:40pm, it was 101 mg/dl. She bolused 4.3 units of insulin and ate a meal. Today at 2:35am her blood glucose was 297 mg/dl and at 9:57am, her reading measured "hi" on her blood glucose meter. To troubleshoot, the pt confirmed the time, basal rates, basal rate profile and bolus history on her device are accurate. She said she received a low battery alert yesterday. The battery had been in use for about 1 month. She last changed her insulin cartridge the same day, and she said she had no air bubbles at that time. During the report, she noticed an air bubble in her cartridge. Her cartridge volume was low so, she changed her cartridge. While changing the cartridge, a large air bubble formed which she successfully primed out. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.